Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient was also put on intravenous antibiotics. The pacemaker was explanted and then used as an external temporary device. There were no additional adverse patient effects reported. The pacemaker was subsequently explanted.